Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to inflate the balloon that was inside of the patient, sterile water would not go into the inflation lumen.

Manufacturer narrative:
Received the catheter only for evaluation. Per the visual inspection, the exterior of the sample did not have any evidence of a failure that would support the reported event. The device was functionally tested using a lab syringe. The balloon was inflated with 10cc water using the normal fill technique and the balloon inflated without difficulty in 37sec and the inflation funnel did not balloon out during inflation. The device was then deflated and re-inflated the balloon using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and found nothing to contribute to the reported problem. The following results were obtained from the dimensional evaluation: eye snip length 3/32¿; eye snip width 1/32¿; eye snip distance from distal cuff 14/32¿; eye snip distance from proximal cuff 21/32¿; rubberize thickness 14 thou; reinforcement 269 thou; inflation funnel thickness 50 thou; balloon thickness (average) 26thou; inflation lumen coverage 17thou. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray. Infuse the specified volume of sterile water into the inflation lumen to inflate the balloon". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to inflate the balloon; while inside of the patient, sterile water would not go into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to inflate the balloon; while inside of the patient, sterile water would not go into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during an attempt to inflate the balloon; while inside of the patient, sterile water would not go into the inflation lumen.